Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Tandem technical support advised the customer to prime the air bubbles out to address the issue. Customer's blood glucose level was not impacted.